Event description:
The customer reported to olympus that during a colonoscopy procedure, the evis exera iii video system center displayed a b30 scope communication error message. The intended procedure was completed successfully with the same device. The procedure was prolonged between 5 and 10 minutes while the customer was trying to diagnose and fix the problem; therefore, the sedation was extended. There was no patient injury or harm reported. While speaking with olympus technical assistance support (tac) via phone, the customer was instructed to remove and reseat the cables. After doing this, the issue was resolved. The customer has decided to continue monitoring the issue before sending the device back to olympus for repair.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 7 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.